Event description:
The customer reported that there was no image when the device was connected to the tower. The issue occurred during preparation for use involving an olympus autoclavable camera head. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.